Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilators touchscreen failed. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. Event date not specified; estimate used.

Manufacturer narrative:
Report date: 16apr2019. Manufacture date: 13mar2019. The service engineer (se) inspected the device and replaced the touchscreen. The se performed testing and all tests passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.